Event description:
It was reported that post op a right colectomy procedure, the pt came back with a hepatic flexure leak. It was noticed that all the staples had formed. The leak was corrected by manually sewing the area of the leak. The symptoms the pt was experiencing are unk. It is unk how long after the original date of surgery the pt had the reoperation. The device was discarded. Received the following info on 04/22/2010: per the surgeon, passed the leak test, but 4-7 days later, pt showed leak symptoms. He does not believe he has changed his technique or was working on a particularly difficult case.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.